Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Host tissue overgrowth. Evaluation summary: customer reports of stenosis, restricted leaflet mobility, and pannus were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 7mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2, and leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. Subvalvular apparatus was observed on the outflow aspect of leaflet 1. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Suture holes were visible around the sewing ring. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined; however, it is likely that this event is due to patient related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral valve, implanted for approximately two (2) years and four (4) months, was explanted due to mitral stenosis secondary to restricted leaflet mobility. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. At implant, the patient¿s subvalvular tissue was spared. This device was explanted and replaced with a sjm epic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovering¿ in a general ward at the hospital. The surgeon commented that ¿the leaflet motion was restricted due to pannus growth, or leaflet fusion caused by spared tissue.¿

Manufacturer narrative:
Corrected data: supplemental report was submitted to include the DHR. Updated . Expiration date and . Device manufacture date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.